Event description:
Patient of 28 weeks gestation to the operation room (or) for emergency caesarian section (c-section). Nurse (rn) states "spinal anesthesia did not work, had to go to general anesthesia." Notes from the operative report: "after spinal anesthesia, the patient was placed in dorsal lithotomy position, prepped and draped in routine sterile fashion... However, upon testing the patient, she still had adequate sensation. A decision was made to proceed with general anesthesia." The anesthesia record states: "spinal: clear free flow cerebral spinal fluid (csf); 1/4 ml 0.75 marcaine (bupivacaine, lidocaine, and epinephrine) ...patient complained of pinching with test." (Then general anesthesia was induced). The baby was delivered via c-section with apgar score of 9/9.what was the original intended procedure?primary classical ceesarean delivery; myomectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.